Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to pd1c10152051. Expiration date changed from unavailable to 4/15/2022. Device mfg date changed from unavailable to 10/15/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 16.3 mmol/l (293.4 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (arm). As treatment, multiple boluses were delivered.